Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges past, present and future damages, pain and suffering, permanent injury and surgical intervention, however, no details have been provided. A manufacturing review was performed which found that the device provided was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for incisional hernia repair with non-bard/davol product on or about (B)(6) 2009. On or about (B)(6) 2010, the patient underwent surgery for recurrent incisional hernia repair with composix l/p mesh. The patient underwent surgery for removal of mesh products on or about (B)(6) 2010. It is alleged that patient had disability, permanent personal injuries, sustained severe and permanent pain, suffering, anxiety, depression, impairment, mental anguish and emotional distress. Attorney alleges that the device was defective.